Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump was experiencing and intermittent power issue and that the patient had a blood glucose (bg) greater than 600mg/dl, with no ketones or symptoms. During troubleshooting, customer support (cs) had the patient insert a new battery from a new pack and the power issue was resolved. Cs found no other issue with the pump. This complaint is being reported because the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.